Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the needle on the listed device became bent during placement; in result, the safety mechanism could not be activated after device was removed from patient use. No adverse effects to patient or user reported.

Manufacturer narrative:
One used gripper needle was returned for product inspection. The needle was observed bent. During use testing, the gripper arm was pulled in an attempt to capture the needle into its safety shelf. Due to the misshapen needle, the needle would not retract into position. When the needle was straightened out, the testing was repeated and the device operated as intended. Review of the device history records, for the reported lot, revealed no manufacturing non-conformities. Product evaluation was not able to identify an exact root cause for the bent needle; however, a likely cause is the needle became bent during device use. No corrective actions are planned at this time.